Event description:
During a stenting procedure to the superficial femoral artery, the second stent implanted broke at the proximal end, followed by occlusion of the vessel. A pta was attempted for stent correction, without success. A third stent could not solve the problem, and again a pta was attempted. A bypass surgery was done. The procedure was noted to be prolonged by approximately 120 minutes. The length of the lesion was 12 cm and the vessel diameter was 6 mm, with no vessel tortuosity noted. The patient's condition was reported as good after bypass surgery. Additional information regarding patient and procedure-specific details has been requested but has not been forthcoming as yet. The product is not available for evaluation and testing.